Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: the pump black box showed a manual time change from 15:35 to 03:35 on (B)(6) 2016 and a time change from 11:49 to 11:57 on (B)(6) 2016. The pump performed and passed a 5 day time keeping duration test. The pump was powered off for 60 minutes and the pump was found to correctly maintain the time upon reboot. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The time issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 50 mg/dl with cognitive impairment, confusion, severe headache and unsteadiness when standing and walking associated with the time being incorrect in the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time was greater than 5 minutes off per month. The reporter stated that the patient was comparing the time issue to an atomic clock. This complaint is being reported because the patient allegedly experienced hypoglycemia because of the time being incorrect in the pump.